Manufacturer narrative:
Add'l info regarding the events reported has been requested, but has not yet been forthcoming. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.

Event description:
Info received via the study indicated that the patient was admitted for severe stenosis of the proximal stent in the left superficial femoral artery (sfa), and stenosis of the aductencanal in 2007. The treatment was noted only as therapy, with an unk outcome. The next month, the patent was said to have occlusion of the left sfa. Action taken at this time was pta to the left sfa and embolectomy of the truncus tib-fib and left anterior tibial. Both occurrences were noted as possibly related to the product(s) and unlikely related to procedure. The prior to that day, the issue was noted to have been resolved the same day. The index procedure occurred in 2006, where two 6 x 100 smart control stents were implanted in the left sfa. Add'l info received indicated that in 2007, the patient had experienced worsening of claudication in legs. The severity was noted as moderate, and action taken was therapy, with an unk outcome. It was also noted that in 2006, the same day as the index procedure, the patient experienced a thrombo-embolization in the distal arteries of the lower limb. This was noted to be unrelated to the product, but highly probably related to the procedure. Action taken was noted only as therapy, resolved the same day.